Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the battery not working error was found intermittently at power up which is causing the pump motor drive off post error. The battery was replaced and the issue was resolved. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during testing, a smiths medical medfusion pump exhibited motor drive error while running fluid accuracy test and had a bad battery. No patient was involved in this event. No adverse effects were reported.